Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer identifies system error on 8015 (s/n (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer identifies system error 120.4610 on 8015 (s/n (B)(4)). Customer review error code in the error log of 8015 device. Explained error code and probable cause to produce the error. Informed customer the diagnostic task used in system maintenance, to assist with troubleshooting. This device is still under warranty. Suggested to customer to send for warranty repair. Customer will call back to com for assistance with RMA request. End call.